Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices sleeve procedure performed on (B)(6) 2025, for the treatment of esophageal varices in liver cirrhosis. During the procedure, the first band was deployed normally. However, the second band could not be deployed. The physician attempted to twist the handle for the second time, the third band released instead. Due to the positioning of the second band, the third band was stuck and could not be deployed. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices sleeve procedure performed on (B)(6) 2025, for the treatment of esophageal varices in liver cirrhosis. During the procedure, the first band was deployed normally. However, the second band could not be deployed. The physician attempted to twist the handle for the second time, the third band released instead. Due to the positioning of the second band, the third band was stuck and could not be deployed. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the slack was not taken up and the handle did not have evidence that the trip wire was secured to the post. Additionally, the suture wire was returned with seven knots. No other problems with the device were noted. The reported event of band unable to deploy was confirmed. Investigation found that the instructions for use (IFU) of the device were not followed since the slack was not taken up from the handle slot. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, causing the trip wire to not function properly with the handle when pulling the bands. Based on all gathered information, the probable cause selected is failure to follow instructions.